Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
The manufacturer sales representative reported that the device has a bent foot. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device has a bent foot. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.